Event description:
A web complaint was received reporting the detachment of the adc device after day 7 of wear while changing clothes. As a result, the customer received medical treatment from someone other than themselves. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.